Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during dwell 3 of 6, while the hp was connected. During troubleshooting it was determined that the hp's supply bag fell and disconnected before the hc started to alarm. The technical service representative (tsr) advised the hp to start the therapy over using all new supplies or finish the therapy using manual supplies. The tsr reviewed the proper procedures with the hp as per the user manual. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where it was identified that the home patient's supply bag had fallen and disconnected previous to the alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnect or leak. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.